Event description:
Tip of forcep broke off inside the patient during the procedure. Tip was retreived without incident. Product # and lot # unk. This hospital performs 40 to 50 procedures daily. The pkg was discarded and the information is not traceable.